Manufacturer narrative:
Covidien reference #: (B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic nephrectomy, the device had been used 5-6 hours and then the jaws could not be re-opened while applied to tissue. The device was removed by resecting the tissue directly adjacent to the jaws. There was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.